Event description:
Pt was revised to address shoulder dislocation.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided info states the head dislocated from pt's glenoid. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specs or contributing to the reported event. The investigatiokn could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.